Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor is fractured below the eyelet, and the threads are in the insertion tube. The eyelet was returned off of the device. The distal plug, and proximal anchor were returned on the device with no visible defect. Image attached. The insertion device has no visible defect. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal reference number: (B)(4). B5 has been updated.

Event description:
It was reported that during a rotator cuff repair surgery, the healicoil anchor broke. All the pieces were removed from the patient with tweezers. The procedure was resumed, using an equivalent s+n back up. The back up device was used in the originally drilled bone hole, there was no void left. The instrument to prepare the insertion site was an anchor matching instrument, the site was cleared of all debris prior to the insertion. It is unknow if there was a delay. The patient status is fine. No further complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). B5 has been updated.

Event description:
It was reported that during a rotator cuff repair surgery, the healicoil anchor broke. All the pieces were removed from the patient with tweezers. The procedure was resumed, after a non-significant delay, using an equivalent s+n back up. The back up device was used in the originally drilled bone hole, there was no void left. The instrument to prepare the insertion site was an anchor matching instrument, the site was cleared of all debris prior to the insertion. The patient status is fine. No further complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff repair surgery, the healicoil anchor broke. The procedure was resumed, using an equivalent s+n back up. It is unknown if there was a delay. No further complications were reported.